Event description:
The user facility reported that a connector on one of the extracorporeal circuit tubing lines had a fixed luer-lock collar rather than a rotating collar. The line was used as-is and subsequently became disengaged during the procedure. The reported blood loss is estimated at one liter. Follow-up communication with the user facility confirmed that the pt is fine and that there were no additional treatments or further complications as a result of this event.